Event description:
The patient contacted animas on (B)(6) 2012, reporting low blood glucose levels down in the 2-3 mmol/l range. The patient reported being able to self treat for the low blood glucose levels and confirmed that there were no issues with losing consciousness. The patient reported being very insulin sensitive. The patient reported being told not to exercise because of the low blood glucose levels. The patient reported self medicating with insulin and had tried decreasing the basal rates and still had trouble with low blood glucose. The patient stated that there did not seem to be any patterns to the lows and the lows occurred with or without exercising. The patient stated that he did not trust the pump and did not wish to continue on the pump at this time but would contact animas when ready to resume. Customer support advised the patient to follow up with a nurse educator for help when adjusting the settings and discuss the possible need for a temporary rate during exercise. This report is made based on the allegation that the patient experienced hypoglycemia while using insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.